Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-00406. This complaint will be closed as duplicate

Event description:
It has been reported to philips that the device was unable to start up. The device was not in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.